Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a strata device. It was reported that it was broken. On (B)(6) 2022 the patient had a revision surgery due to the shunt being damaged. The "snap" that should be on the left side of the shunt was on the right. There was history of clinical deterioration for some months and x-ray picture shows interruption at the "snap" part. The reported issue occurred during normal use since the shunt had been in use since 2018. There was no reported impact to the patient after the revision surgery. The patient did received another medtronic device. The procedure was a shunt implant on mph-diagnosis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was stated that the shunt broke in (B)(4) pieces the snap and the shunt house. The shunt had been implanted sine 2018. The issue did not occur during a procedure. The shunt was in (B)(4) pieces when the health care professional performed a revision of the shunt. Due to lack of treatment of the patient. The patient is doing much better, but not back to normal like after the initial implant in 2018. There was no reported impact to the patient during the revision procedure. There was no reported delay to the revision procedure.